Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dyspnea. The patient's implantable pulse generator (ipg) system was interrogated and it was revealed that the right atrial (ra) lead was undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.